Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to need for serial MRI imaging for non device related recurrent melanoma. There are no plans to reimplant the patient with a new device as of the date of this report.